Event description:
Reported event of "port problems" in four pts from abstract: "standardized laparoscopic gastric band insertion technique is reducing the early morbidity of band surgery", surgical endoscopy and other interventional techniques, (april 2013) vol.27, supp.suppl.1, pp. (B)(4). Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). Attempts to reach the reporter of the complaint have been unsuccessful. Since allergan has not yet received this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported event of port malfunction as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments.